Manufacturer narrative:
Customer's product has been requested back for investigation. A follow-up report will be filed once an investigation is complete.

Event description:
Customer reports receiving high readings in blood glucose tests. Customer received readings of 292 mg/dl compared to a laboratory result of 136 mg/dl within 10 minites. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.